Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pain at the ipg site due to the position of the ipg. The patient underwent surgical intervention on (B)(6) 2017 where in the ipg was relocated.

Event description:
Additional information received identified the issue has resolved.